Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure there was difficulty deploying the stent. A 4.00x32mm veriflex stent delivery system was advanced to an unknown lesion location and "did not want to leave the balloon." Additional information has been requested and is not available. No patient complications were reported and the patient status is fine. The returned product analysis revealed stent damage and that the stent had dislodged from the delivery system.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found that the stent was detached from the balloon and was positioned on the shaft, proximal to the balloon. The stent was free moving on the shaft. A distal strut at the distal edge of the stent was bent back proximally. An examination of the stent found that the stent did not appear to have been partially deployed and the balloon did not appear to have been subjected to any positive pressure. An examination of the balloon found a clear impression of the stent crimp. The device was attached to an encore inflation unit and it was noted that it was possible to inflate the balloon with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)